Event description:
Additional information was received from the customer indicating that there were 2 long clips involved which came off from the loading device and fell into the patient's stomach. Both clips were retrieved successfully with the use of a forceps. There were no further reports of patient harm.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6) and (B)(6). This supplemental report is being submitted to provide correction and additional information as medical intervention was done. Updated fields: b2, b5 and h6. Corrected fields: h6 type of investigation - corrected from b01 to b17 as actual device was not returned.

Event description:
It was reported that during a polypectomy procedure, the long clip failed to clip, came off the loading device and fell inside the patient's body. The procedure was then completed with a competitor device without delay. Additional information was requested but not available at this time. There were no further reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction on h6 section. Corrected field: h6 medical device problem code - added a050501 and a0501.

Event description:
No additional information was received from the customer.